Event description:
It was reported that patient underwent revision knee procedure in 2008. During surgery, it was noted that the tibial bearing post would not fit with the femoral knee component. Tibial bearing post appeared to be a standard size instead of small as product label indicated.

Manufacturer narrative:
This report is in response to letter received august 6, 2008 from the FDA referencing report number 1825034-2008-00191.investigation determined nonconforming product was contributed to operator error. Incorrect mold tooling was used in the manufacture of this knee component. As a corrective action, once the mold operator dimensionally inspects the product as it is produced, a second operator is dimensionally inspecting the product. Additionally, event was reviewed with responsible operators and retraining on the mold process specification was performed with the operators. Investigation into the device history record found lot release with two (2) units. Second unit was available and scrapped.

Event description:
It was reported that pt underwent revision knee procedure in 2008. During surgery, it was noted that the tibial bearing post would not fit with the femoral knee component. Tibial bearing post appeared to be standard size instead of small as product label indicated.

Manufacturer narrative:
There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility info is available. This report filed on july 11, 2008.